Event description:
(B)(4). It made me teeth crack and fall out. Made me extremely fatigued to the point I couldn't perform my duties as a mother or wife. Essure gave me debilitating headaches and whole body aces. It gave me horrible pelvic pain which was caused from my essure migrating and "pirifiated(?)-tore-my" tube and uterous.. Since having it removed I feel 100% better.